Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 69 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are 144 units in stock in b. Braun surgical's warehouse. We have tested the needle attachment strength of the closed samples received (69) and the results fulfill the requirements of the (B)(4): 0.86 kgf in average and 0.58 kgf in minimum ((B)(4) requirements: 0.69 kgf in average and 0.35 kgf in minimum). The batch manufacturing records were reviewed which showed this product had a normal process and the results during the process fulfill (B)(4) and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.83 kgf in average and 0.78 kgf in minimum and fulfilled (B)(4) requirements. Final conclusion: although the results of the samples received fulfill the specifications of (B)(4) / b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "after an intervention in the operating room we had to change the batch number because the needle was systematically detached from the thread while the surgeon used it; 4 consecutive episodes. No consequence for patient, sample available." There was no delay in the gastrointestinal surgery. Additional information was not provided.